Event description:
It was reported that during a da vinci-assisted hemicolectomy - left surgical procedure, the medium-large clip applier instrument was replaced due to poor motion of clips in use. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition, engagement, and three clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with bipolar cord with the clips attaching to the instrument or clamping. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.